Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, the implant was found to be defective and it was not implanted. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).